Manufacturer narrative:
Corrected information has been provided in d4. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump stop: the cause of the pump stop issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
An impella cp device was inserted via the left femoral artery in a 64-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai stage e, with a history of prior CABG. The patient arrived at the ccl for post-procedure support, where the team was informed that the initial impella cp had been inserted but had stopped working and was subsequently replaced with a different impella cp. According to the procedural team, the setup for the second pump was uneventful. Alarm history review confirmed an ¿impella stopped¿ alarm. The original catheter had already been discarded and removed from the procedure room prior to evaluation, making device return unavailable. The device was successfully replaced; however, the patient ultimately expired. The reported events include pump stop, device revision or replacement, hemodynamic instability, and death. The impella cp will be conservatively reported for death due to the device being in use at the time of the patient¿s death; however, based on the available information, the death is unlikely related to device performance and is more plausibly attributed to the patient¿s underlying critical condition, including scai stage e cardiogenic shock.